Event description:
It was reported that the patient had pericarditis following implant of the device and experienced chest paint. The patient was treated with medication to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.